Event description:
Upon interrogation of implant, the programmer reported a battery error and that the device was eri. According to programmer the device reached eri on (B)(6) 2016. The home monitoring follow up on (B)(6) 2016 reported that the device had about 10%-15% battery life remaining. On (B)(6) 2017 representative reported the device showing battery error. A reset was performed on device and battery error remains. Battery percentage after the reset reads as 10% with 3 months left. On 1/20/2017 - additional information was provided by (B)(4). There is no problem with the battery. The patient has not been seen for a follow-up since implant. Also, pacing current was higher than average because of low pacing impedances and high pacing output. The home monitoring current was high because the connection rate with the cardiomessenger was low and the device kept attempting to communicate. Given the conditions, the device performed as expected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the clinical observation resulted from a temporarily slightly elevated current consumption. The root cause of this observation could not be determined based on the information available for analysis. However, the data did not reveal any indication of a pacemaker malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a temporarily slightly elevated current consumption leading to the clinical observation. Based on the information available for analysis the root cause of this observation could not be determined, however, there was no indication of a pacemaker malfunction.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. No anti-bradycardia pacing pulses were present as a result of the battery depletion. Therefore, the pacemaker was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. In a next step, the ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional using an external power supply. The amount of the charge taken from the battery was verified and was found to be anticipated. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.